Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high control solution test and blood glucose test results. The customer is concerned with tests results from results obtained of 169mg/dl and 221mg/dl. The customer's expected fasting blood glucose test result range is 90 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Customer called regarding high results. Result of concern is 169mg/dl fasting. Normal fasting range is 90-130mg/dl. Customer also ran control test with high results. Lot 6ac1b93 level 1 - exp. 1/31/2018. Reading 221mg/dl, control range is 103-139mg/dl. Customer used the wrong control solution. Control solution is for other meter not for true metrix meters. Customer tests before breakfast and before dinner.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high control solution test and blood glucose test results. The customer is concerned with tests results from results obtained of 169mg/dl and 221mg/dl. The customer's expected fasting blood glucose test result range is 90 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 134mg/dl (B)(6) 2017 12:00 pm fasting: yes, 149mg/dl (B)(6) 2017 12:00 pm fasting: yes, 142mg/dl (B)(6) 2017 12:00 pm fasting: yes, 169mg/dl (B)(6) 2017 12:00 pm fasting: yes, 161mg/dl (B)(6) 2017 12:00 pm fasting: yes. Customer called regarding high results. Result of concern is 169mg/dl fasting. Normal fasting range is 90-130mg/dl. Customer also ran control test with high results. Lot 6ac1b93 level 1 - exp. 1/31/2018. Reading 221mg/dl, control range is 103-139mg/dl. Customer used the wrong control solution. Control solution is for other meter not for true metrix meters. Customer tests before breakfast and before dinner.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Correction : returned meter evaluated with no defect found. Test strips not returned for evaluation.

Event description:
Consumer reported complaint for high control solution test and blood glucose test results. The customer is concerned with tests results from results obtained of 169mg/dl and 221mg/dl. The customer's expected fasting blood glucose test result range is 90 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 134mg/dl (B)(6) 2017 12:00 pm fasting: yes, 149mg/dl (B)(6) 2017 12:00 pm fasting: yes, 142mg/dl (B)(6) 2017 12:00 pm fasting: yes, 169mg/dl (B)(6) 2017 12:00 pm fasting: yes, 161mg/dl (B)(6) 2017 12:00 pm fasting: yes. Customer called regarding high results. Result of concern is 169mg/dl fasting. Normal fasting range is 90-130mg/dl. Customer also ran control test with high results. Lot 6ac1b93 level 1 - exp. 1/31/2018. Reading 221mg/dl, control range is 103-139mg/dl. Customer used the wrong control solution. Control solution is for other meter not for true metrix meters. Customer tests before breakfast and before dinner.